Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery was returned to the supplier for further investigation. Will send a supplement once the evaluation is completed. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Follow-up report #1: additional information: (B)(6) 2016. Device evaluation of battery pack sn (B)(4) was completed. Per the battery supplier, the f1 fuse was open due to excessive current. The root cause for the excessive current could not be positively identified. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery was returned to the supplier for further investigation. Will send a supplement once the evaluation is completed. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.